Event description:
It was reported that the patient was experiencing mild valve regurgitation due to tricuspid valve interference with the right ventricular (rv) leadless pacemaker. The lp was explanted and replaced to resolve the event. No visual anomalies were observed on the lp at explant. The patient was in stable condition.